Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es order was not crossing over to pyxis. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order for a single patient did not cross to the enterprise server (es). The technical support specialist (tss) followed the knowledge article titled "medes: interface delayed/down notice" and verified that the required services were started on the med es app server. The tss ran a query to check the messages and found that orders (B)(4), which were entered in the customer's emr, had not been processed at the es server. The tss escalated the issue to the integration engineer (ie). The ie verified that the order sample containing electronic protected health information (ephi) had been successfully received by the carefusion coordination engine (cce) server. Furthermore, the two orders were confirmed to have been successfully transmitted to the enterprise server. No delay was observed from the cce side, as it processed the messages immediately upon receipt. After further checking on the interface end, the ie confirmed that cce did not receive the two orders around 10:00 am. Cce only received both orders at 3:41 pm. The system functioned as intended after the technical support specialist and integration engineer troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es order was not crossing over to pyxis. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.